Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced 5 infusion set leakage issue on (B)(6) 2024. It was confirmed that the blood glucose level of the patient was 397 mg/dl. The issue occured after the set had been in use for a day wherein the leakage occured at the site. The issue was resolved by replacting infusion set and resuming insulin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).